Event description:
Patient (pt) reports experiencing headache and gets nauseated after each remodulin dose increase, they pre-treat with fioricet about 20 minutes before they increase remodulin dose. Medical doctor is aware. Pt also reports experiencing difficulty removing connector during changes, and requests nurse support for advise. Pt reports their spouse had to use pilers to remove the connector during most recent change. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Intravenous remodulin pt via cadd solis pump.